Event description:
It was reported that drug-induced colitis occurred. Two icerod cx 90 degree needles were used for patient treatment during a cryoablation procedure in (B)(6) 2021. No issues were reported. In (B)(6) 2021, the patient presented to the clinic for a restaging visit, with symptoms including severe fatigue, blood in stool and diarrhea, nausea, and vomiting. The patient was started on management for drug-induced colitis with infliximab, prednisone, IV fluids and IV sol-medrol. Nivolumab was put on hold. It was reported that the physician assessed the drug-induced colitis as possibly related to the icerod cx needles and/or cryoablation procedure.